Event description:
It was reported that balloon rupture occurred. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.